Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-11022. Follow-up information provided both leads were replaced. Effective therapy was established post-op.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report: 1627487-2018-11022. It was reported the patient¿s drg system was not providing adequate relief for their bilateral foot pain. The patient reported falling a couple of times. Field representative met with patient. The drg system was interrogated and the left s1 drg lead had high impedance. An x-ray was taken and a lead fracture was discovered. As a result, the patient is awaiting surgical intervention. Note: both of the patient's leads are being reported because it is unknown which lead is liable.